Event description:
A report was received that the patient's bandage came off. It was noted that the trial patient had slight infection. The event was due to the patient's negligence. The patient was placed on antibiotic treatment and underwent an explant of the leads. The infection had cleared up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.